Manufacturer narrative:
Device technical analysis: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no abnormalities. Microscopic inspection of the hemostatic valve identified tears in both the inner and outer valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tears on the valves. Valves found the components deformed and caused by prolonged insertion of the dilator. The complaint summary did not provide information on the condition of the returned sheath or its native dilator, suggesting that the dilator must have been inserted during storage or transportation.

Event description:
It was rreported that faradrive steerable sheath clear was selected for paroxysmal atrial fibrillation. During the procedure it was mentioned that the air was noted in the sheath. Thus the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.

Event description:
It was rreported that faradrive steerable sheath clear was selected for paroxysmal atrial fibrillation. During the procedure it was mentioned that the air was noted in the sheath. Thus the sheath was replaced and the procedure was completed successfully. No patient complication was reported. The device is expected to be return for analysis.